Event description:
Hickman was placed late (B)(6). Hickman was being flushed per standard protocol using a 10 ml syringe. A "pop" sound was heard and fluid leaked. Upon investigation a hole in the side of the lumen was found when flushed with saline while clamp was open.